Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 90% stenosis and a 2.25 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 10%. There were no reported complciations and the pt was discharged 6 days later. Eighteen days later the pt was admited with copd exacerbation and respiratory failure. The pt was admitted for 4 days 21 days later with severe shortness of breath but was stable from a cardiac standpoint. The pt was admitted 4 days later for 5 days with medication-related hypotension, pleural effusion, copd, and mild anemia. The pt's toprol, monoket, and lisinopril were discontinued. The pt was admitted 4 mos later for 12 days with end-stage copd with respiratory failure. The pt was kept on bipap support. The pt had pneumonia and was treated with antibiotics. Pt has severe dysphagia for which a peg tube was placed. The pt's blood sugar was also uncontrolled and pt was placed on sliding-scale insulin. The pt was discharged to a long-term acute care facility. The site has submitted a progress note that states, "per dr pt died from copd." No further info has been received. In the opinion of the physician, it is unk if the target vessel is involved.

Event description:
The pt was enrolled in the program in 2004, receiving a 2.5 x 12 mm taxus stent in the mid lad. The pt died in about 6 1/2 months later. MFR is still awaiting further documentation. Cause of death is presently unk.

Event description:
It was further reported that 197 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was located in the left anterior descending (lad) artery at a bifurcation. The lesion was not predilated. The vessel's diameter is reported to be 2.25 mm. The physician deployed the taxus express2 8.8% 2.5 x 12 mm drug eluting a stent. The lesion was post dilated. It has been reported that at sometime the pt suffered from cardiogenic shock. The cause of death is unk.

Event description:
Clinical study. Seven months after a drug eluting stenting treatment procedure, the pt expired. The lesion being treated was a left anterior descending lesion. Additional info has been requested.